Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that the handset was lagging at 90% again. The agent reviewed and guided the patient through deleting the data.

Manufacturer narrative:
Continuation of d10: product ID: a820; serial# unknown. Product type software product ID: hh9020tdd; serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain in dications for use. It was reported that they received the new handset, and they did not know how to turn it on. The agent assisted the patient with pairing the handset and communicator. The patient was able to deliver a bolus. The patient reported that their old handset got stuck at 90% when they do a bolus and they would only do 2 bolus a day because it took a long time to connect to do the bolus. The patient asked if the new handset would get stuck at 90% too. The patient stated that they get 7 bolus a day. The patient service reviewed device function and recommended the patient to call the patient service for assistance if necessary.